Event description:
It was reported to philips that the system would not bootup. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon functional testing, the fse found that the host pc system couldn¿t recognize the hard disk. To resolve the reported issue, the fse replaced the hard disk of the host pc and restored the system. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.